Event description:
It was reported that an altitude alarm occurred with the customer's insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it remained between 54-500 mg/dl, which covers normal and high values. The customer had experienced this issue previously and was following precautions to prevent it. Tandem technical support decided to replace the pump, with instructions provided to the customer on returning the problematic pump via a pre-paid label. Additionally, the customer was advised on how to store the pump correctly during the process, despite plans to continue using the current pump until the replacement arrived.